Manufacturer narrative:
Device was used for treatment, not diagnosis. The original implant procedure performed approximately 6 years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail implant approximately 6 years ago, for prophylactic purposes due to cancer. The patient was treated for cancer with chemo therapy and radiation, and the nail recently broke after 6 years due to a lesion. It was reported the surgeon removed a 36mm trochanteric fixation nail, helical blade and 1 locking screw. The patient was revised to 10mm 130 titanium cannulated trochanteric fixation nail 360mm. The procedure was successfully completed with no patient injury reported. There was no alleged complication against this device. However, it was removed, in order to remove the device involved in the adverse event. This report is for the 5.0mm titanium locking screw 40mm. This is report 3 of 3 for complaint# (B)(4).